Event description:
A caregiver of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported that prior to patient going into hospice and passing away, the patient was diagnosed and hospitalized with peritonitis. The patient¿s spouse reported the patient was diagnosed with fungal peritonitis and expired shortly after the removal of the patient¿s pd catheter (not a fresenius product). Additionally, it was reported the patient was not undergoing ccpd therapy when he expired, as he has transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid returned positive for yeast (fungal, organism unavailable) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). While in the operating suite, the patient simultaneously received a tunneled hd catheter (not a fresenius product). The patient¿s ip vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) gentamycin and flagyl (dosages, frequency, duration unavailable). Per the pdrn, the cause of the peritonitis is unknown. The pdrn stated the patient transitioned to hd without reported issue, however after several treatments the patient decided to no longer undergo hd for rrt and withdrew from care. On (B)(6) 2024, the patient was discharged on hospice care and expired peacefully at home on (B)(6) 2025 with family present. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the cause of death was withdrawal from therapy/uremia.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The cause of the patient peritonitis remains unknown; therefore, causality could not be established. However, per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. While hospitalized, the patient decided he no longer wanted to undergo hd for rrt and decided to withdraw from care. The patient was discharged and expired at home. The patient¿s death was an expected and inevitable outcome. Hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A caregiver of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported that prior to patient going into hospice and passing away, the patient was diagnosed and hospitalized with peritonitis. The patient¿s spouse reported the patient was diagnosed with fungal peritonitis and expired shortly after the removal of the patient¿s pd catheter (not a fresenius product). Additionally, it was reported the patient was not undergoing ccpd therapy when he expired, as he has transitioned to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. However, on (B)(6)2025 the patient¿s preliminary peritoneal effluent fluid returned positive for yeast (fungal, organism unavailable) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). While in the operating suite, the patient simultaneously received a tunneled hd catheter (not a fresenius product). The patient¿s ip vancomycin and ceftazidime were discontinued and replaced with intravenous (IV) gentamycin and flagyl (dosages, frequency, duration unavailable). Per the pdrn, the cause of the peritonitis is unknown. The pdrn stated the patient transitioned to hd without reported issue, however after several treatments the patient decided to no longer undergo hd for rrt and withdrew from care. On (B)(6)2024, the patient was discharged on hospice care and expired peacefully at home on (B)(6)2025 with family present. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the cause of death was withdrawal from therapy/uremia.